Event description:
Account reported a patient with anti-e that failed to react with any of the e positive cells on 0.8% resolve panel a lot vra196. Screening using 0.8% selectogen gave a positive reaction with the e positive donor. 0.8% resolve panel a lot vra196 gave negative reaction. Follow up testing with 0.8% resolve panel b revealed a clear anti-e. Patient presented on (B)(6) 2014. No harm came to the patient. Only e negative units were selected for transfusion. Testing was performed on provue. Daily qc was performed and found to be acceptable. All reagents were stored appropriately and had a normal appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing and batch review; all results were satisfactory. Complaint review by lot was performed which identified a trend of six complaints. Sample was not available to be sent to ocd for further investigation. (B)(4).